Event description:
The customer reported that the numbers did not show on display while priming the insulin pump. The blood glucose reading was 418mg/dl. The caller mentioned that the device was stuck in the prime loop. Advised the customer that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test due to cracked end cap. The device had cracked display window corner.